Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl, needing settings adjustment. Customer attempted to address their bg by consuming carbohydrates; however later required assistance from their spouse by providing sugar and carbs. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.